Event description:
It was reported that (1) device was used during an esophagectomy. It was reported by the affiliate that the tlc75 instrument locked out. The case was completed by using another instrument. There was no pt consequence.